Event description:
The initial reporter stated they received discrepant results for samples from three different patients tested with the crep2 (creatinine plus ver.2) assay on a cobas integra 400 plus analyzer. Patient 1: the sample initially resulted in a crep2 result of 106.3 mol/l. The patient sample was repeated, resulting in values of 68.7 mol/l. Patient 2: the sample initially resulted in a crep2 result of 143.0 mol/l. The patient sample was repeated, resulting in values of 102.8 mol/l. Patient 3: the sample initially resulted in a crep2 result of 126.7 mol/l. The patient sample was repeated, resulting in values of 74.9 mol/l. In the course of troubleshooting, the customer provided an additional list with previous patient data. Refer to the attachment for these additional patient data. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The crep2 reagent lot number was 58646201, with an expiration date of 31-jul-2022.

Manufacturer narrative:
Discrepant results for 5 additional patient samples tested with the crep2 (creatinine plus ver.2) assay on the cobas integra 400 plus analyzer were provided. Patient 4: the sample initially resulted in a crep2 result of 99.4 ¿mol/l, which repeated as 66.8 ¿mol/l. Patient 5: the sample initially resulted in a crep2 result of 166 ¿mol/l, which repeated as 75.8 ¿mol/l. Patient 6: the sample initially resulted in a crep2 result of 140.09 ¿mol/l, which repeated as 86.7 ¿mol/l. Patient 7: the sample initially resulted in a crep2 result of 135.5 ¿mol/l, which repeated as 56.7 ¿mol/l. Patient 8: the sample initially resulted in a crep2 result of 181.2 ¿mol/l, which repeated as 80.5 ¿mol/l. For patient 5, the repeat result was reported outside of the laboratory. For patients 4, 6, 7, and 8 it was asked, but it is not known if any incorrect results were reported outside of the laboratory.

Manufacturer narrative:
Discrepant results for 4 additional patient samples tested with the crep2 (creatinine plus ver.2) assay on the cobas integra 400 plus analyzer were provided. Patient 9: the sample initially resulted in a crep2 result of 229.9¿mol/l. The sample was repeated twice, resulting in values of 152.9 ¿mol/l and 80.5 ¿mol/l. Patient 10: the sample initially resulted in a crep2 result of 75.8 ¿mol/l, which repeated as 46.3 ¿mol/l. Patient 11: the sample initially resulted in a crep2 result of 124.8 ¿mol/l, which repeated as 59.2 ¿mol/l. Patient 12: the sample initially resulted in a crep2 result of 158.5 ¿mol/l, which repeated as 73.0 ¿mol/l. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
Calibration results were acceptable. Fluctuations were noted in the quality control results. Precision testing was performed and the results were acceptable. Upon review of the alarm trace, "no fluid / not enough" alarms were observed. It was found that several operator maintenance actions were overdue. The field service engineer decontaminated the analyzer. The customer could not reproduce the issue. The investigation could not identify a product problem. The cause of the event could not be determined. Based on the fluctuating quality control results and alarms observed, the issue is consistent with inadequate pre-analytical handling and maintenance.